Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and a solid tone was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported that the handpiece was working intermittently and the customer used antoher same like device and completed the case with no pt consequence.